Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s mother that on (B)(6), 2026, the patient experienced elevated blood glucose levels and a skin reaction at the infusion site on the arm after approximately 49-71 hours of pod wear. The patient¿s blood glucose levels were reported to read ¿high¿ on the omnipod system and via fingerstick measurement, indicating levels above 22.2 mmol/l (400 mg/dl). The mother suspected blood glucose was above 30 mmol/l (540 mg/dl); however, no specific blood glucose value was provided. It was further reported that the infusion site developed a localized rash, redness, hard skin, pain, inflammation described as a lump resembling a marble, and purulent discharge (pus), prompting the mother to seek medical attention. The patient was subsequently transported to accident and emergency department at the queen elizabeth hospital, where they were prescribed co-amoxiclav at a dosage of 2.5 ml for five days. No specific diagnosis or treatment for the elevated blood glucose were reported.